Event description:
It was reported to st. Jude medical that the device was explanted due to premature battery depletion and an extended charge time. It was also noted that the device failed to charge to 750v.